Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard composix kugel hernia patch (device #1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2013: as reported the patient was injured. As reported, the attorney alleges a general claim regarding the bard ventralex mesh (device #2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). (B)(6) 2013: as reported the patient was injured. As reported, the attorney alleges a general claim regarding the bard ventralex mesh (device #2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿identified the hernia sac. A composix kugel hernia patch (device #1) was sutured intraabdominally.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex (device #2). Per operative notes, ¿the old scar was excised, dissection carried down on both sides and hernia sac open, omental adhesions were taken down. It appeared that the previous patch had dehisced away from the upper portion of the abdomen. Two-third to three-fourth of the repair was intact, a ventralex mesh (device #2) was then sutured transfascially on the right side and through the mesh on the left; superiorly and inferiorly.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair with removal of meshes (device #1 & #2) and implant of ventrio patch (device #3). Per operative notes, ¿old midline scar was excised, dissection carried down to the hernia sac. Several omental adhesions were lysed. Two previously placed hernia patches (device #1 & #2) were excised. A ventrio hernia patch (device #3) was then placed.¿ attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard composix kugel hernia patch (device #1). Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4, d6.b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10 this supplemental emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.